Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Following additional information was received: the patients were not tracked so I am unable to give you this information. Going forward, we will keep track.

Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences to the patient(s)? Did increase blood loss occur in all 10 patient events? Please specify the total blood loss for each patient event. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? Multiple procedures what is the total number of procedures? Exact number is unknown, but at least 10 have any of these events been previously reported to ethicon? No. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Ventricular septal defect. What is the procedure date? (B)(6) 2024. What is the patient's weight? 5 kg. It was commented that at least two lots were involved. Only one lot number provided (tcmatk). Please clarify what is the second lot, and/or any additional lots for each involved device. Tcmckz; another lot was also involved but it was not recorded. Are the damaged devices available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Received the kit. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that they have been having problems with the wires breaking while putting through the sternum. They have used at least two different lot numbers and are continuing to have problems. They have never had issues before, but this has been going on since the beginning of the year. Because the needle is separating from the wire prematurely, the surgeons are having to increase the number of sites the wire has to enter the sternum, increasing bleeding in our smallest patients. There were no patient consequences reported. Additional information was requested.